Event description:
It was reported the device migrated and did not seal. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2026. A watchman trusteer access system (was) and a 31mm watchman flx pro closure device (wds) were used. The patient was discharged. At the 45-day follow up, it was noted the device had shifted and there was a leak. The leak was not measured, but the physician estimated it to be about 3mm, making it still within position, anchor, size and seal (pass) criteria. The patient was kept on oral anticoagulation (oac) and will follow up in six months. There were no further complications.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.